Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 24.2cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27may2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in moderately tortuous and severely calcified mild left anterior descending artery. After dilation with a non-bsc balloon, a 3.50mm x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a hypotube detached/separated.